Event description:
The lay user/reporter called lifescan (lfs) on november 7, 2006 and alleged that his meter would not power on. The medical affairs specialist spoke to the pt on november 14, 2006 and obtained and verified the following information. The pt had not been able to test on his meter for 2 to 3 months due to the power issue. The pt reported that he visited his physician about 2 months ago (exact date unknown) because he was feeling weak, tired, and had a headache. He reported having those symptoms for approx 2 weeks prior to visiting the physician. A lab test was performed, but the pt does not know what the result was. He was told the reading was high. He was given an oral medication to treat for high blood glucose, but he could not state the type or amount of medication he rec'd. At the time of the event and now, the pt is treating his diabetes with diet and exercise. He did not do anything different while unable to test. The pt was using the correct test strips at the time of the issue. He attempted to replace the battery, but that did not resolve the meter issue. This complaint is being reported, as the meter issue was not resolved and during the time of the meter issue, the pt visited his physician with symptoms of weakness, a headache, and feeling tired, and rec'd an oral medication for diabetes. A replacement meter has been sent.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet rec'd it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the results in a supplemental report.